Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the load refill process was done wrongly it cause the issue reported. A technical support specialist explained as issue is more about the human error and able to dispense the medication to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system medication was greyed out and unable to dispense the medication. The customer stated that there was a delay in dispensing workflow and unable to remove the medication from the station. There were no adverse events or injuries reported based on this event.